Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, sensor was missing, not to be found in her skin or elsewhere. At the time of her call to dexcom technical support, patient reported that she was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.